Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). (B)(6) need assistance for 8015 s/n (B)(4) is showing an error code 255-32784-275 and would like to know how to get rid of that error code. I recommended to make sure that the power cord is plugged in on the ac outlet. As soon as he plug in the power cord the error code went away. Another inquiry that (B)(6) needs help for the same 8015 device is to be able to connect to network server and be able to activate the data set. (B)(6) allowed me to remote in, we transfer network configuration (silent) then verify if connected to server which he confirmed that it was connected and also able to activate the data set. His issue was resolved.